Manufacturer narrative:
E1 facility name; - (B)(6). E1 address; (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the universal cord, the light guide bundle of the insertion section is slightly worn, interrupted and weakened, component failure of the light guide bundle. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event is caused by a component failure of the universal cord. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had the insertion tube is broken. The event occurred during setup. There were no reports of patient harm.